Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a blister on his back under the lifevest. The patient's physician prescribed a cream for the irritation. The patient reported that the irritation improved.